Event description:
Boston scientific received information that during an ablation procedure, this pacemaker was programmed to pace and sense only in the atrium and during device testing the device unexpectedly paced in the ventricle at a rate of 30 bmp. It was also noted that while testing the device the ablation energy was activated and the device stopped pacing and came back on when the ablation energy was stopped. Noise was suspected and the device was reprogrammed to increase the outputs to maintain pacing. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The product was later explanted as it was starting to erode, but had not broken through the skin. No additional adverse patient effects were reported.